Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Event description:
It was reported that "during corpectomy, the vlift expander was not integral to the cage and the teeth did not adhere well to the teeth of the cage to the distraction of the cage. No consequences for the patient."

Manufacturer narrative:
Method: functional evaluation; complaint history review; risk assessment. Results: the vlift expander was not confirmed to have difficulty disengaging the instrument from a vlift cage. The functional tests that were performed have confirmed that the instrument is operating as intended. Conclusion: the failure could not be confirmed since the issue could not be replicated.

Event description:
It was reported that "during corpectomy, the vlift expander was not integral to the cage and the teeth did not adhere well to the teeth of the cage to the distraction of the cage. No consequences for the patient."